Event description:
Pt called and reported that they had to be admitted to the ER, because their meter had been giving them false low readings. In 2002 in the morning the pt mentioned that they felt "drunk" and was sweating all over. "Their clothes were all wet." Pt claims they had tested bg and the meter read 98mg/dl. Pt took their set amount of insulin and ate breakfast (does not recall what they ate) then went to the ER. Pt does not recall the name of their insulin (20u). Pt went to the ER at 9am and was there till 2pm. Nurse tested their bg on ER meter (brand unknown) and got a 398 mg/dl (1 hour after obtaining the bg of 98mg/dl). Pt thinks they were just treated with IV glucose [sic]. Pt does not know what the diagnosis was in the ER. Pt claims their family member is the one who cleans their meter and is not sure what they clean the meter with. The test strips are the correct code#. Pt is not sure when the test strips had been opened. Pt stores the test strips properly. Pt does no have the control solution or check strip.